Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a other (unusual issue) issue. The reporter alleged that upon inserting a new battery into the pump, the battery percent would stay at one bar. The reporter also alleged there were no low battery alarms associated with the one bar battery percentage reading. The alarm history only revealed call service alarms. The pump would beep and vibrate when a new battery was inserted; however, there was no recycling through the verification screen. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may lead to the pump loosing power, with no audible or vibratory alert, which may cause the user to miss the alarm resulting in a possible cessation of insulin delivery.

Manufacturer narrative:
Follow-up #1: date of submission 26-sep-2018 device evaluation: the device has been returned and evaluated by product analysis on 18-sep-2018 with the following findings: a review of the black box showed one call service 177 low battery warning due to normal battery wear. No activity outside of normal use was observed. The battery compartment was undamaged, and no battery cap was returned. The test battery cap was used. The pump powered up to a full 3 bar battery indicator upon start up. The ¿ez-prime¿ steps were performed correctly. Call service 128/177 battery alarm/warnings were correctly simulated and the pump recorded both alarm/warnings in the correct order. The pump performed within specifications. The alleged ¿battery indicator malfunction¿ complaint was unable to be duplicated. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.